Event description:
A pt reported blood glucose results of 72 mg/dl, 121 mg/dl, 147 mg/dl, 123 mg/gl, 145 mg/dl and 92 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.